Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (severe annular calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from the united kingdom by our edwards lifesciences affiliate, a 20mm sapien 3 ultra valve was implanted in the aortic position by transapical approach. There was a severe degree of annular calcification. During post-dilatation of the valve, an annular rupture occurred. A pericardial drain was inserted, and patient was managed conservatively. The patient was stable post-procedure.

Manufacturer narrative:
The following sections of this report have been updated: additional code added to h6 type of investigation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on new information received from the site. The following sections of this report have been updated: additional information added to b5, additional code added to h6 type of investigation. The following portion of h11 has been updated: in this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedural factors (severe annular calcification and post-dilatation) contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Additional information was received from the site. After valve deployment, moderate paravalvular leak (pvl) was observed, therefore the decision was made to post-dilate the valve. The pvl was resolved. However, during post-dilatation of the valve, an annular rupture occurred. A pericardial drain was inserted, and patient was managed conservatively. The patient was stable post-procedure. The imagery provided was reviewed by ew lifesciences imagers, which confirmed the observation of regurgitation post valve deployment.

Event description:
Per the article, "dynamic tamponade as treatment: first-in-human conservative approach to post-tavi annular rupture", a 20 mm sapien 3 ultra valve was delivered and successfully implanted across the native aortic annulus. An angiogram performed immediately post deployment showed moderate paravalvular leak, and the decision was made to perform post dilatation with an additional 1 ml of balloon volume. Another angiogram was performed after the balloon inflation that showed no paravalvular or transvalvular leak. Shortly thereafter, an annular rupture occurred, and hemorrhage was directly observed into the pericardial space. It was thought that the annular rupture was likely exacerbated by the extensive calcification of the aortic root, particularly at the sinotubular junction. It was decided to pursue conservative management, and anticoagulation was fully reversed with protamine. A pericardial drain was inserted. The apex was surgically closed, and the thoracotomy site was repaired in standard fashion, with a left pleural drain and the pericardial drain secured in situ. The patient was transferred to the intensive care unit (ICU) in stable condition and gradually, hemostasis was achieved. Upon transfer from the operating theater to the ICU, the patient experienced an abrupt systolic blood pressure drop to 30 mmhg. At this time, approximately 500 ml of blood had accumulated in the pericardial drain, prompting unclamping of the drain to relieve tamponade physiology. Two units of packed red blood cells and two units of fresh frozen plasma were transfused. Inotropic support was initiated, restoring systolic pressure to around 100 mhg. Subsequently, the drain was reclamped to permit continued external compression. A strategy of dynamic physiological tamponade was then employed. Echocardiography prior to discharge confirmed a well-seated, functioning tavi valve with no paravalvular leak or pericardial collection. The pericardial drain was removed on post operative day 4. The patient was discharged home.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the article received. The following sections of this report have been updated: additional information added to b5, corrected g2. Reference article: helal, a., khalaf, y., sangaraju, s., & bashir, a. (2025). Dynamic tamponade as treatment: first-in-human conservative approach to post-tavi annular rupture. Catheterization and cardiovascular interventions.